Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/ pt contacted lifescan (lfs) on march 20, 2007 alleging an apply sample icon message on his one ultra meter. Eleven days earlier, the pt alleges he felt tired and was unable to obtain a blood glucose result due to the apply sample message and ended up going to the ER. In the ER, he was tested and was told his blood glucose was low and he was give some apples to eat. He does not remember what his reading was. He was admitted to the hospital and was discharged 14 days later. The technique applying blood on the test strip was correct. Customer care advocate (cca) assisted the pt and issue was resolved over the phone. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. No further clinical info was provided. It would have been helpful to know his diabetes regimen, how long ago the reported apply sample issue started, readings prior to the event, reading in the ER and why he was admitted in the hospital for 14 days. The complaint is being reported because the pt alleged he was unable to obtain a reading on his ultra meter and had seek medical attention.